Manufacturer narrative:
(B)(6) 2018. (B)(6) 2018. Philip's field service engineer (fse) performed troubleshooting with the customer. The customer was unable to reproduce the error. The fse advised the customer to check all the connections and battery pin connectors. The customer was also advised that the battery or power management may require replacement. A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported that a battery failed error occurred. The device was in use at the time of the event; however, there was no patient harm. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report: 27sep2018. Date of manufacturer: 18aug2018. The customer replaced the power management board and the issue was resolved. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined.